Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer were experiencing high blood glucose. Blood glucose level at the time of the incident was 428 mg/dl. Customer was not using insulin pump system within 48 hours of reported high blood glucose event. Customer was off the insulin pump because out of battery last night and replaced in morning. Customer experienced symptom such as nausea and vomiting. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was stated that the customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that auto mode feature was not active at the time of incident.